Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output - use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."

Event description:
It was reported that while implanted with an impella cp the patient developed a hematoma at the access site. While wiring through septals the patient had a run of ventricular tachycardia (vt) which was converted without defibrillation. Furthermore, the pump had lost placement signal. There was two guide catheters in with the impella that may have had interaction with the sensor. Impella flows remained the same throughout.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal, issue has been completed. No product was returned for analysis. The data logs show placement signal low alarm and contrast with a simultaneous increase in lamp. The pattern observed in the logs is most likely due to an interaction between the guide catheter and the sensor. The root cause of the optical signal issue was unable to be definitively determined as no product was returned to confirm possible sensor damage or effect of interaction. To determine the true root cause of the arrhythmia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the arrhythmia was not determined. The root cause of the access site bleeding - major was not determined as insufficient clinical information related to failure was provided a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem from the initial manufacturer device report number 1220648-2025-28600.